Manufacturer narrative:
Evaluation, results: (no root cause identified); inherent risk of procedure (stent dislodgement); no results available since no evaluation performed (device not returned for analysis). Conclusions: inherent risk of procedure (stent dislodgement). Unable to confirm complaint (device not returned for analysis). (No root cause identified). (B)(4).

Event description:
It is reported that a patient underwent the implantation of 4 coronary stents in a major vessel. The first resolute integrity stent was implanted successfully. The second resolute integrity stent was intended for implantation in a side branch through the main stented vessel. However, the second stent caught on the first implanted stent and became dislodged. The physician then used a third stent to "contain" the dislodged stent adjacent to the first stent implanted. A fourth stent was also implanted. No further patient complications were reported.